Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Park, m. S. (2016). Re-treatment rates after treatment with the pipeline embolization device alone versus pipeline and coil embolization of cerebral aneurysms: a single-center experience. Journal of neurosurgery, 125(1), 137-144. Mdrs related to this article: 2029214-2016-00683 2029214-2016-00684 2029214-2016-00685 2029214-2016-00686 2029214-2016-00687 2029214-2016-00688 2029214-2016-00689 2029214-2016-00690 2029214-2016-00691 2029214-2016-00692 2029214-2016-00693 2029214-2016-00694 2029214-2016-00695 2029214-2016-00696 2029214-2016-00697 2029214-2016-00698 2029214-2016-00699 2029214-2016-00700 2029214-2016-00701 2029214-2016-00702 2029214-2016-00703 2029214-2016-00704 2029214-2016-00705 2029214-2016-00706 2029214-2016-00707 2029214-2016-00708 2029214-2016-00709 2029214-2016-00710 2029214-2016-00711 2029214-2016-00712 2029214-2016-00713 2029214-2016-00714 2029214-2016-00715.

Event description:
Medtronic received report that a patient underwent retreatment after pipeline implantation. The patient received two pipeline devices to treat a 31mm aneurysm in the cavernous internal carotid artery (ica). At the time of follow-up, the patient was found to have persistent aneurysm filling and underwent retreatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.